Manufacturer narrative:
(B)(4). The returned flexiva ID 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 306.7 cm from the end of the connector to the end of the exposed glass tip. The exposed glass measured 4 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. Light from the sma connector was dim and distorted, indicating a fracture within the fiber connector. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the exposed glass tip had normal degradation. Additionally, the light from the sma connector was dim and distorted, indicating a fracture within the connector. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the fiber setup or use contributed to the fiber connector fracture. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 200 laser fiber was used in ureteroscopy procedure in the lower pole of kidney performed on (B)(6) 2021. The laser unit used was a lumenis 120 watt laser console withlaser settings of 0.8 joules and 8 hertz. During the procedure, the laser fiber was working for five minutes and suddenly stopped firing in the middle of the case. The energy from the laser to the fiber was still occurring, but nothing was transmitting from the tip. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.